Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The suction tube was intact and visual inspection revealed saline residue in the suction tube indicating the device was used. No anomalies were noted on the device. The vapr electrode was connected to a test vapr vue generator and test vapr 3 foot pedal to test its functionality. The vapr vue test generator detected the electrode and the proper defaults were displayed; the vapr vue test generator was set to maximum power for ablation and coagulation modes. The device tip was placed in saline and the ablation and coagulation functions were activated, and the device was found to operate as intended. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Review of the depuy synthes mitek complaints system revealed two other complaints for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that on (B)(6) 2017 at 1 pm at the (B)(6) hospital, the mlsa patient was underwent left shoulder arthroscopy surgery with dr. (B)(6). The surgeon requested that we consult the franchise if the vapr eletrodo (ref: 227204, lot u1611093) could cause burns in the patient. Please find attached the photos taken by the doctor. The following additional information was received via email by mitek complaints on 09-27-2017: the patient is stable and was treated for a mild burn(second grade) with silver sulphadiazine. The patient is fine with no complaints. Only one electrode was used in the procedure and is available to be returned but the product has not yet been sent from the hospital once its ships mitek will be notified. According to the surgeon there was soft tissue damage. The issue was detected as soon as the surgery finished, when they were removing the patient from the surgery room. However, the surgeon believes that it happened during using the product. No reported impact to the procedure. The issue was detected as soon as the surgery finished, when they were removing the patient from the surgery room. No information regarding effects on patient activity. Patient was treating the burn and is fine and stable now. The procedure was completed normally. The issue was only detected at the end. No patient impact besides the burn reaction.